Event description:
It was reported that the external pulse generator (epg) was connected to the patient, and while the device was set to 40 ppm, the patient's intrinsic rate was 85ppm, pacing spikes were seen on the electrocardiogram (ECG) monitor. It was further reported that the nurse believed that the sensing function had not been set correctly and that later the generator was working. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) was connected to the patient, and while the device was set to 40 ppm, the patient's intrinsic rate was 85ppm, pacing spikes were seen on the electrocardiogram (ECG) monitor. It was further reported that the nurse believed that the sensing function had not been set correctly and that later the generator was working. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed functional and bench testing with no anomalies found.